Event description:
"This is the complaint from the market. When using the subject device in a procedure, the customer found a black rubber piece in the body. The piece should have been a broken piece of the septum. (B)(4) checked the subject devices and confirmed the followings. Please investigate the cause of the case. The septum had a broken area. The area was approximately 2.5mm by 4.6mm. It was confirmed that the piece, which was also sent to us, fit to the broken area of the septum. However, we lost the rubber piece after confirming #2. There was not damaged part at the duckbill and the shield since we lost the rubber piece as above, only the subject device will be sent to you. We apologize for losing the piece. We would like to know the following points. Why was the septum broken? Would you give me the check result of the device history record?" Patient status - "the patient was not injured."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that a portion of the septum was torn off. No other damages or defects were noted. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.